Event description:
It was reported that during the surgery while tightening the blocker of polyaxial screw, xia ii universal tightener's tip was broken into two pieces. Surgery was completed with the spare universal tightener present in the kit.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the universal tightener was sent for material analysis, which determined that the devices fractured in a torsional ductile overload mode. The material hardness and composition were tested and found to be within specifications. The xia surgical technique advises the customer to use the universal tighten to provisionally lock the device, and advises not to final tighten with it. The overload fracture suggests that the tightener was over-torqued. Conclusion: the most likely cause of the reported tip fracture is over-torqueing of the universal tightener during provisional locking of the blocker.

Event description:
It was reported that during the surgery while tightening the blocker of polyaxial screw, xia ii universal tightener's tip was broken into two pieces. Surgery was completed with the spare universal tightener present in the kit.